Event description:
It was reported the patient had a ¿pretty severe¿ fall off of a chair onto their implantable neurostimulator (ins) site. Since the fall the patient has had intense, unbearable pain. The patient turned the stimulation off and there was no change in their pain. They have been to the hospital twice and the emergency room 3 times for their pain. A CT was performed however the results were unknown at the time of the call and the patient has also tried several oral medications but none have helped their pain.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).